Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda, difficulty grasping, and difficulty capturing the leaflets. The recurrent mr appears to be related to the slda. In additions, a cause for the reported death cannot be determined. Death and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report death. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 4 with restricted posterior leaflet and small atrium. An xt clip ((B)(6)) was placed a2/p2 central. After the clip arms were fully closed, the posterior leaflet was noted to perforate; mr had worsened, and blood pressure dropped. The clip was reopened and repositioned to capture more posterior leaflet. Although mr on the posterior leaflet side improved, mr increased from the lateral side of the anterior leaflet of the clip. Tissue damage to the anterior leaflet was observed. The clip was deployed. An additional xt clip ((B)(6)) was placed lateral to the first clip to cover the perforated anterior leaflet. It was noted that difficulty experienced during grasping the leaflet. A loss of leaflet capture was experienced. After several attempts, the leaflets were grasped. Leaflet insertion assessment was confirmed, and the clip was deployed, reducing mr to grade 3. However, post-procedure, after withdrawal of general anesthesia, it was noted on fluoroscopy and transthoracic echocardiogram (tte) the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Mr increased to grade 3-4. Intra-aortic balloon pump (iabp) was placed. It was reported that the patient passed away on (B)(6) 2023. The increased mr is thought to be the cause of death. No additional information was provided.